Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Inflation problem, peeled, and material rupture were confirmed for the device. The likely cause of the inflation issue is the pinhole rupture. The definitive root cause for the pinhole rupture and peeling pebax could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7558j pta balloon dilatation catheter allegedly experienced inflation issue, peeled, and material rupture. This information was received from one source. Of the one inflation issue, peeled, and material rupture, one involved patients with no patient consequences. There was no provided patient information.